Manufacturer narrative:
Heartflow ID# (B)(4). Heartflow's ffrct analysis instructions for use include the following warnings: "due to the variability in the heartflow analysis, the results should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient." And "the heartflow analysis process is dependent on the quality of the imaging data provided. Ffrct results may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts." The severity of disease in the region of interest differs in appearance between the multiple series that were accepted by heartflow. The provided analysis is the result of the analyst's review of the available series. Complaint investigation identified the product met current device specifications, despite the reported discrepancy. No additional follow-up to this MDR is expected.

Event description:
On (B)(6) 2018, a male patient with history of smoking was admitted to a community hospital with chest pain and very mild equivocal troponin. The patient was subsequently discharged. On (B)(6) 2018, the same patient was seen at (B)(6) hospital with recurrent chest paint. The patient received a CT study. The CT study read indicated the patient's mid lad (left anterior descending artery) as exhibiting moderate to severe [stenosis]. An ffrct was ordered and the ffrct analysis indicated >0.90 in the lad artery. The treating physician sent the patient home with medical management. On (B)(6) 2018, the patient was admitted to the (B)(6) ER with a myocardial infarction and sent to the cardiac cath lab. On (B)(6) 2018, a second physician reviewing ffrct cases identified a possible false negative for the analysis for this patient that was completed on (B)(6) 2018. The second physician reviewed the patient records, noted the mi, and then reported the patient events to heartflow. On (B)(6) 2019, during a follow-up meeting with heartflow, the second physician confirmed the patient had been treated and discharged after a few days in the hospital.